Event description:
Lasik surgery has caused glare and night driving problems. At times, eye dryness is a problem, but not sure if it's related to lasik or other medications taken. Dates of use: (B)(6) 2002 - (B)(6) 2010.